Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of death is unknown. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7221745 / lot: 0218580w(x2) part: 7221750 / lot: 0269931w(x2) part: 7221750 / lot: 0162651w part: 7221750 / lot: 0273635w although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Type of procedure or technique used: standard open surgical technique for peek rod it was reported that on (B)(6) 2015, the patient died during the surgery. The cause of death and circumstances surrounding the death is unknown at this point in time. Result of autopsy is not available. The implanted screws remain in service, inside the patient. The screws did not break. No further information is available. Date of death: (B)(6) 2015.